Event description:
Customer reported identifying water pathogens within the heater reservoirs upon receiving.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Water pathogens, specifically p. Aeruginosa (20400 cfu/ml) and s. Maltophila (4200 cfu/ml), were identified within the unit's heater reservoirs by the hospital. The device met the criteria for bacterial contamination. Upon following up with the facility, they ceased communication and are no longer requesting service at this time.